Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a heparin free flow event. At 00:49 heparin was programmed to infuse 14 units/kg/hr (14.1 ml/hr based off patient weight of (B)(6) kg) with a volume to be infused of 250mls. Heparin stopped infusing 30 minutes later at 0110 with 5.1mls infused. When rn arrived in patients room at 0500, rn noted the bag was empty with the chamber open and tubing out of the chamber. Patient was transferred to a higher level of care for monitoring however patient remained stable and required no medical interventions. It was noted that the customer inquired about the system alarming for free flow, however clinical consultant advised customer if the heparin was stopped ¿ and the brain was allowed to be powered down ¿ one would not have expected an audible free flow alarm.

Event description:
It was reported that there was a heparin free flow event. At 00:49 heparin was programmed to infuse 14 units/kg/hr (14.1 ml/hr based off patient weight of 101kg) with a volume to be infused of 250mls. Heparin stopped infusing 30 minutes later at 0110 with 5.1mls infused. When rn arrived in patients room at 0500, rn noted the bag was empty with the chamber open and tubing out of the chamber. Patient was transferred to a higher level of care for monitoring however patient remained stable and required no medical interventions. It was noted that the customer inquired about the system alarming for free flow, however clinical consultant advised customer if the heparin was stopped ¿ and the brain was allowed to be powered down ¿ one would not have expected an audible free flow alarm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.